Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shocks due to oversensing on the ventricular channel. The lead was capped and replaced on (B)(6) 2016.

Event description:
New information received indicates that the patient was fine post-procedure.